Manufacturer narrative:
(B)(4).

Event description:
Device issue: none. Time of device issue: during vessel closure. Adverse event: stenosis. It was reported that a physician in-training in the use of the perclose proglide device achieved arteriotomy closure of the right common femoral artery and using a perclose method achieved arteriotomy closure of the common femoral vein after an interventional procedure. Reportedly, after deploying the suture from device #1, "the arteriotomy site oozed briefly (needed a min or two of manual pressure)." During closure of the common femoral vein "(one of the sutures tore but the other held and there was no bleeding.)" Three to four weeks later, the patient began to "complain of lower extremity claudication, in the right leg (the accessed leg)." A computed tomography (CT) angiogram of the pelvis reportedly revealed right femoral artery and right external iliac stenosis. It was not reported how the stenosis was treated. There were no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
(B) (4). (B) (4). The customer reported the device was discarded. The lot number was not provided; therefore, a device history record review could not be performed.